Manufacturer narrative:
(B)(4). Report source: (B)(6). Report source: comparison between simultaneous versus staged bilateral tha in patients with painful disabling hip diseases. A prospective, randomized, controlled study. Dr. Rajesh kumar sharma, dr. Arun kumar sharma, dr. Avtar singh balawat, and dr. Vishal sekhawat. Concomitant medical products: unknown liner. Unknown stem. Unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02433, 0001822565-2020-02435, 0001822565-2020-02436. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. [Comparison between simultaneous versus staged bilateral tha .pdf].

Event description:
It was reported in a journal study that one patient experienced a superficial wound infection that was treated with oral antibiotics and completely resolved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Any invasive surgical procedure, increases the risk for development of a postoperative infection. The procedure breaks the skins natural protective layer allowing entry points for bacteria to be introduced into the body. Prophylactic use of antibiotics prior to initial incision in total joint arthroplasty is considered an appropriate use of antibiotics to prevent infection along with postoperative treatment for 24-48hrs. The prophylactic treatment does not signify treatment of infection, but current standard of care and not an abnormal finding. According to the center for disease control (2018) in clean or clean-contaminated prosthetic joint arthroplasties, do not administer additional antimicrobial prophylaxis doses after the surgical incision is closed in the or, even in the presence of a drain (strong recommendation high-quality evidence).additionally, the cdc states: antibiotics are only needed for treating certain infections caused by bacteria. Therefore, if an antibiotic has been administered beyond the normal intraoperative and postoperative standard of care treatment time frame, it can be implied it was utilized to treat a suspected bacterial infection. As documentation of oral antibiotic with no further treatment for ¿wound concerns" or "deep infection" it can be concluded the treatment was used to treat a superficial infection as a deep infection would require additional treatment. Medical category: infection : superficial. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned for evaluation.

Event description:
No further event information available at the time of this report.